Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned/non-emergency treatment of vascular procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry of the device kept restarting. The review of logfile shows that the geometry error (in ad7 longitudinal movement). The fse performed troubleshooting and identified that the fault shows table movement error. Fse replaced the longitudinal potmeter assy and calibrated the table and c arm to new position potentiometer assy. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry of the allura device kept restarting.# the device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.